Event description:
The reporter stated that the device was implanted on (B)(6) 2009 has broken and the pt has had revision surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.